Event description:
The customer reported via phone call that they were hospitalized on an unknown date due to high blood glucose and diabetic ketoacidosis. Customer's blood glucose was 400 mg/dl and the other blood glucose was 419 mg/dl. Customer treated high blood glucose with insulin drip. Customer did not stated any symptoms related to high blood glucose. It was reported that the auto mode feature was active or not at the time of incident. Customer stated that they were in pain. No further patient complications were reported. Troubleshooting was not performed. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.